Manufacturer narrative:
The device was received for evaluation. Evaluation determined that the device has missing 2 mounting feet and missing d socket cover. Power output testing was performed and the device failed the test due to faulty pkrf board (circuit board). Burn in testing was performed and the device passed the test with no error codes observed. Front panels was found to have many minor scratches and the dents at the base plate was found dent at the right side of device. The device was repaired, software version was upgraded and final testing passed specifications with no issue observed. As stated on the IFU and as a preventive measure: the manufacturer recommends that the g400 workstation and footswitch should be regularly inspected to ensure continued safety of operation throughout its service life. The following safety checks should be performed at least every 12 months by a qualified person who has adequate training, knowledge and practical experience to perform such tests.

Event description:
It was reported that during a preventive maintenance on the g400 device, it was determined that the device is exhibiting a low output. There was no patient involvement on this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), current risk file and trend reports. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on evaluation of the returned device, the reported issue could not be duplicated, therefore a definitive root cause could not be determined. The power outputs were found nominal, however olympus service did find a faulty pkrf board during estimation. This circuit board was replaced. The faulty circuit board likely a contributing factor to the reported issue.